Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient went to the hospital to get a hearing aid. He had been feeling good but while at the hospital he lost consciousness. A hospital employee put him in a wheelchair and took him to the emergency room. His bg values were very low and the cgm value displayed 177 mg/dl. He was given food (peanut butter and graham crackers) to elevate the bg level, and the patient did not remember other medications he received. After his bg level stabilized he was released from the hospital on the same day. The patient felt fine the day after the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.